Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the keypad buttons became unresponsive after the patient went swimming in a pool with the pump. The reporter noted that the pump was operating normally prior to swimming, and that when the patient got out of the pool, the pump would not display the home screen and would not respond to button presses. The battery was reportedly replaced, and then the home screen was displayed but all buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons responded normally to button presses. The keypad cover was removed, and there was no evidence of contamination observed on the button contacts. The complaint of the keypad buttons not responding could not be confirmed or duplicated on investigation. Investigation revealed moisture corrosion on the display screen, and the display screen was observed to be distorted. Leak testing revealed a case seal leak. The pump cover was removed and there was evidence of moisture corrosion found on the pcb, the keypad flex connector, the display screen, and the power circuit. (B)(6).